Manufacturer narrative:
Qn#(B)(4). Other remarks: n/a. Corrected data: section d.1.-brand name corrected to ultraflex iab: 8fr 50c section d.4.-catalog# corrected to iab-06850-u.

Event description:
It was reported that the "balloon would not fully inflate". As a result, the catheter was removed and a 2nd iab was inserted. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #3010532612-2023-00319.

Event description:
It was reported that the "balloon would not fully inflate". As a result, the catheter was removed and a 2nd iab was inserted. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the "balloon would not fully inflate". As a result, the catheter was removed and a 2nd iab was inserted. At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated. See associated MDR #3010532612-2023-00319.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of iab "50cc balloon not inflating" was not able to be confirmed as the product was not returned for investigation. A device history record (DHR) review was conducted based on the shipping history no relevant findings were identified. All devices passed manufacturing specifications prior to release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.